Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, and pigment dispersion. The lens was explanted and replaced with a shorter length lens. The problem was resolved. Cause of the event was reported as device.

Manufacturer narrative:
H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles h6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Manufacturer narrative:
B5 - describe event or problem: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, pigment dispersion, and unreactive pupil. The lens was explanted and replaced with a shorter length lens. The problem was resolved. Cause of the event was reported as device. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of iridocorneal angles, pigment dispersion, and unreactive pupil. The lens was explanted and replaced with a shorter length lens. The problem was resolved. Cause of the event was reported as device.